Event description:
Per the clinic, it was reported the electrode array had extruded into the ear canal. During a medical check up the electrode array was inadvertently pulled out. The electrode array was cut and the ear canal sealed. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Implanted device remains.